Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed; the manufacturing documents were reviewed and no complaint related issues were found. The manufacturing evaluation was reported that the five (5) of the eight (8) pins in the oscillating head were missing. Without the missing pins we are not able to determine the exact cause of this occurrence. We can only assume that undue vibrations during use caused this problem. This would also explain the heavy stress marks at the housing of the oscillating head. This complaint is indeterminate from a manufacturing standpoint. There are no other complaints of the nature regarding to this device. Placeholder.

Event description:
Service and repair reported that there were missing pin teeth that holds saw blade in. It was noticed during cleaning. This is report 1 of 1 for this complaint (B)(4).